Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient experienced blurry distance and near vision. The lens was exchanged secondary. Additional information was requested and received.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a qualified viscoelastic the product investigation could not identify a root cause for the reported complaint. Information was provided that the 25.5 diopter was replaced with a 26.0 diopter lens. The manufacturer internal reference number is: (B)(4).